Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was further reported this event occurred during the sterilization process.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the returned tasp was fractured. DHR was reviewed and no discrepancies relevant to the reported event were found. Visual examination showed signs of repeated use and anterior section of post has been fractured off. A previous investigation concluded that the reported event was due to bending/torsional loading on the device. This tasp was manufactured before the design modification to prevent fractures. Root cause for this fracture is design deficiency. The likely condition of the part when it left zimmer biomet control is considered conforming based on the product's field age and the DHR review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.